Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt's pump overdosed. Physician suspected pump ran too fast and was not within range, so physician confirmed a trial and used saline. Pt was fine. Drug used, dosage and concentration were unk. Additional info has been requested and will be made as follow up as it becomes available.